Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/18/2016 with the following findings: a visual inspection of the pump revealed that there was no debris in the cartridge compartment. The pump powered on to the verify screen with audible and vibratory features. The pump successfully completed a rewind and load cartridge sequence and the cartridge was primed to 180 units. The cartridge was removed from the pump and the investigation was able to verify that the cartridge was at 180 units. The cartridge was reinstalled and the rewind and load steps were performed again. The piston stopped at 180 units and the display correctly read 180 units. The remaining insulin reading was found to be calculated and recorded correctly. The initial complaint about an insulin remaining reading issue was not duplicated during investigation. There was no defect found with the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the remaining insulin reading displayed that more insulin remained in the cartridge than there actually was by a difference of more than 20 units. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.